Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: purpose of use: to assist patients in breathing. Basis of use: following medical advice. Usage: the patient was unable to breathe autonomously and received targeted treatment according to the doctor's instructions. They used a ventilator to assist in breathing. During the treatment on (B)(6) an error was reported in their breathing and they were unable to recover. They promptly contacted maintenance personnel for treatment. Impact on patients: increasing the risk of severe illness. Action taken on: (B)(6) 2023. Take measures: stop the machine, have maintenance personnel inspect and repair it. Adverse event recovery time: (B)(6) 2023.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: purpose of use: to assist patients in breathing. Basis of use: following medical advice. Usage: the patient was unable to breathe autonomously and received targeted treatment according to the doctor's instructions. They used a ventilator to assist in breathing. During the treatment on september 15th, an error was reported in their breathing and they were unable to recover. They promptly contacted maintenance personnel for treatment. Impact on patients: increasing the risk of severe illness. Action taken on: september 15th, 2023. Take measures: stop the machine, have maintenance personnel inspect and repair it. Adverse event recovery time: (B)(6) 2023.